Event description:
A malfunction alarm was reported, but there was no adverse impact to the customer¿s blood glucose level. The customer had not previously attempted to reset the pump for the malfunction, so technical support provided reset information and assisted in resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues reappeared.